Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent thrombosis occurred. The lesion being treated was located in the left anterior descending. The physician implanted a 3.00x20mm taxus express2 drug eluting stent without predilation, and then post dilated the stent with a 3.25mm quantum maverick balloon. The stent thrombosed and was treated with a 3.5mm quantum balloon and a thrombectomy catheter. Ivus showed good results and the procedure was successfully completed. The pt condition is listed as fine. The physician's opinion is that the thrombosis is unrelated to the taxus stent as there was a clot at the lesion prior to stenting, and the clot was the reason for the thrombosis. Further info has been requested but has not been received.

Manufacturer narrative:
Device analysis. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.